Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that beeping tones were noted from the implantable device. Upon a device data review, it was determined that the right ventricular (rv) pacing impedance measurement was high and out-of-range (2769 ohms) resulting in the device beeping. Additionally, the right atrial (ra) lead pacing impedance measurement was high and out-of-range (>3000 ohms). The physician elected to continue with remote monitoring. At this time, the system remains implanted and in-service. Evidence also suggests that the ra lead is not a boston scientific product.

Event description:
It was reported that beeping tones were noted from the implantable device. Upon a device data review, it was determined that the right ventricular (rv) pacing impedance measurement was high and out-of-range (2769 ohms) resulting in the device beeping. Additionally, the right atrial (ra) lead pacing impedance measurement was high and out-of-range (>3000 ohms). The physician elected to continue with remote monitoring. Recently, the patient was evaluated in-clinic, where all lead measurements were in-range and no abnormalities were observed when performing pocket manipulations and maneuvers. However, following the provocative maneuvers, the ra impedance rose sharply from 395 to 1417 ohms, with high threshold measurements. Boston scientific technical services (ts) was contacted for review, and it was recommended to assess the integrity of both leads. Troubleshooting options were provided and should no abnormalities be observed, ts recommended continued close monitoring. At this time, the system remains implanted and in-service. The ra lead is not a boston scientific product.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported, that beeping tones were noted from the implantable device. Upon a device data review, it was determined, that the right ventricular (rv) pacing impedance measurement was high, and out-of-range (2769 ohms). Resulting in the device beeping. Additionally, the right atrial (ra) lead pacing impedance measurement was high and out-of-range (3000 ohms). Information has been requested regarding the event resolution, but a response has not yet been received. At this time, the system remains implanted and in-service. Evidence also suggests, that the ra lead is not a boston scientific product.